Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/02/2017 with the following findings: during investigation, a visual inspection of the sensor found that the sensor wire was missing from the sensor pod.

Event description:
On (B)(6) 2017, the reporter contacted animas corporation alleging the sensor wire was broken off and missing from the pod. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may require medical intervention from a health care provider to remove a detached sensor wire from the insertion site.